Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support. The malfunction did not recur, and the customer continued to use the pump, with instructions to call back if the issue reappears.